Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what is the surgeon¿s experience with this device? He used always, hundred times and he never had an inconvenience before. What color setting was selected on the device? Blue. Were there any difficulties with the device intraoperatively? None. Why were there two jejunal anastomoses? For the procedure. Can you please clarify what was meant by ¿failure¿? The lines were open. When did the failure occur? Post operative, 3 days after. How was the failure identified? Fistula. Were any issues with staple formation identified at any point in patient care? If so, please describe. Re intervened and they realized that the lines were totally open. Does the surgeon believe the failures were related to an alleged device deficiency? Yes. Were there any patient factors that contributed to the event to include patient tissue quality? Cancer but it was not a factor. What were the severe patient consequences? Re intervened. Besides the hospitalization, was there any medical or surgical intervention required? Please explain. Re intervened. What is the current patient status? Is doing well now.

Event description:
It was reported that during a pancreatoduodenectomy surgery, failure in two jejunal anastomosis with the ntlc. Severe patient consequence at the 4th day post surgery. Patient consequence description: patient hospitalization.